Event description:
The customer reported via phone call that the insulin pump was alarming no delivery. The customer's blood glucose was 160 mg/dl. The customer stated that there was a blockage in the tubing of the infusion set but that they did not change the tubing. While troubleshooting, the customer stated that insulin was not exiting with a 5.0 unit fixed prime. The customer later stated that insulin exited with the manual prime. The customer was advised that the insulin pump was working as designed and that the alarm was caused by an occlusion related to the infusion set or reservoir. The customer was advised that a replacement reservoir would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.